Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered with the mps console. The report states that the console was popping the vent valve and would not build pressure. The user was able to complete the case by clamping the vent line and there were no patient complications.